Event description:
It was reported that the user experienced a scan error when attempting to pair and scan a new freestyle libre 3 plus sensor with the ilet, consistent with an intermittent communication failure involving the electrical/magnetic antenna component of the system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the devices associated with intermittent communication failure traced to the antenna/electrical-magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.